Event description:
It was observed that during the device evaluation, foreign objects were found at the distal end of the of the bronchovideoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the investigation results, the probable cause of the foreign objects at the distal end is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device